Manufacturer narrative:
Correction: event date now provided. Correction: aware date was reported to be 3/3/2017. Correction: device manufacturing date now provided. The software investigation found that the reported event was related to a software issue. Loss of home was due to repeated pendant button presses during motion power up which caused safety check to fail. The fix for this anomaly will be incorporated in 4.1.0 release. This issue was documented in a medtronic imaging software anomaly tracking database.

Manufacturer narrative:
System logs were pulled to determine the root cause of the reported event. The investigation has not yet concluded and is currently in progress, hence, no findings are possible at this time. Device was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system lost motion calibration and needed to be calibrated in order for the x-ray to function. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.